Event description:
Device was returned for repair only. Upon receipt it was noted that the lower law was broken off. Contact with hosp confirmed that the device had broken during use in surgery, but that the piece was easily retrieved. No surgical delay or pt injury occurred.